Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on unknown date, post-op, the implanted screw was broken. The event happened after 9 months of the operation. Screw still remains in the patient's body. The patient complications as a result of this event were unknown.